Manufacturer narrative:
Please be advised that this complaint originates from a double-blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Complaint conclusion: as reported in the survey, respondent number nine reported an inability to use the device successfully due to failure and an inability to complete the procedure due to active bleeding, growing hematoma, pseudoaneurysm with surgical repair and femoral rupture after use of an unknown mynx control vascular closure device (vcd). Conversion to manual pressure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "hemorrhage, hematoma, pseudoaneurysm, and arterial rupture¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time. It is possible that the above listed conditions then led to weaking of the vessel walls and led to the vessel rupture reported. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the survey, respondent number nine reported an inability to use the device successfully due to failure and an inability to complete the procedure due to active bleeding, growing hematoma, pseudoaneurysm with surgical repair and femoral rupture after use of an unknown mynx control vascular closure device (vcd). Conversion to manual pressure. The device is not available for evaluation.